Event description:
Boston scientific received information that this pacemaker detected an increase in right ventricular pacing impedances from 400 to 2500 ohms. In addition there is no capture or sensing. The patient was only 4% paced since last reset. It was reported that the physician was considering programming changes with this patient as this patient was very sick, cause not defined.

Manufacturer narrative:
All available information indicates that the lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The patient later reported that they were told that one of their leads was loose. In addition a clinical staff had indicated that the out of range measurements may be related to a lead fracture.